Event description:
It was reported, "physician and fellow were performing a left atrial ablation for atrial fibrillation. Approx 3 hours into the procedure, the fellow was manipulating and applying energy with the catheter along the roof of the left atrium. When energy was applied, the high temp limiter went off and stopped the ablation. The catheter was pulled back into the lamp 90 sheath and repositioned in the mid-chamber region. Over the next 5 minutes, anesthesia reported, the pt's arterial blood pressure starting to decline. Intracardiac echo confirmed development of a pericardial effusion. Emergency treatment was initiated and the pt was stabilized after evacuation of the pericardial effusion. The pt was transferred to the ICU and remained in stable condition per the md report. The cool path catheter functioned without errors until this time." Multiple devices were involved in the case.

Manufacturer narrative:
Multiple devices were used in the case, some of which were reported as reprocessed. The returned unit was visually and functionally examined. Mechanical and electrical functional tests were conducted with the catheter and no related issues were found. Catheters are 100 % inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the spec requirements. The cause for the reported pericardial effusion remains unknown. Vascular perforation is an inherent risk as stated in the instructions for use (IFU).